Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 556 mg/dl at the time of incident. The customer¿s blood glucose level was 500 mg/dl and the insulin pump received insulin flow blocked alarm multiple times. The customer¿s blood glucose level was 98 mg/dl and 106 mg/dl. The customer also reported that the cannula was little bent. The customer had food for treating low blood glucose level. The customer said the insulin flow blocked alarm was resolved by complete set change. The insulin pump will not be returned for analysis.